Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent initial surgery due to inter-vertebral disc degeneration on (B)(6) 2016. On an unknown date, post-op, wire breakage was found and the implanted screw backed out. The location of fracture screw was in wire, about the neck, c5-6. The patient underwent revision surgery on (B)(6) 2017 to take out the screw. Peek implant was not explanted but the screw was explanted. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.